Event description:
A caller reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and instructed them to continue using it, advising to call back if the malfunction reoccurs. The caller acknowledged and understood the guidance provided.